Event description:
On (B)(6) 2020, the user contacted dario to report a high blood glucose reading of 589 mg/dl. The user reported that due to the above, she called her doctor, who advised her to go the ER. Her blood glucose at the hospital was in the 300 mg/dl range. The user's blood pressure was also found to be high, but she thought this was due to stress. At the hospital she received lisinopril and diltiazem for her high blood pressure but received no medication for her blood glucose. The user remained in the hospital for 3.5 hours and was released without further issues. While on the call with dario's representative, it was determined that the user's strip cartridge had never been replaced since 2018, when she received the meter. In addition, the user mentioned that she moved her strips from one cartridge to another, and left the cartridge cover open. Dario's representative instructed the user to take her blood glucose reading with a strip from a new sealed cartridge. The user tested and received the same readings from both the dario and her other meter. Dario's user guide, states in the section regarding "factors that may lead to inaccurate results", "the length of time that has passed since first opening the test strip package exceeds the shelf life" and "test strips were stored incorrectly" may lead to inaccurate results. Dario's representative reminded and explained to the user that strips that have been opened for more than 30 days can cause high readings. In addition, dario's representative explained to the user regarding proper handling of the strips and keeping the cartridge cover closed to avoid contamination of the strips. The user realized that it was her error. Therefore, it can be determined that there was misuse of the device (off-label use). This complaint is not confirmed.